Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that an open occurred between lines 7 and 8 of the cable. The failed gbit testing indicates an electrical failure due to an open in the lines.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. A frame rate error message was displaying during 3d spins. Replaced the umbilical cable and tested the system, ready for use. The umbilical cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an image frame rate error message. It was reported that the imaging system umbilical was bypassed to allow the procedure to continue. There was a reported delay to the procedure of 30 minutes because of this issue. The procedure was completed successfully with the imaging system and the patient was not affected.

Manufacturer narrative:
(B)(6).